Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked and bleeding display glass.

Event description:
Customer reported via phone call that the screen of the insulin pump was cracked and they were unable to read the screen. Customer stated that the insulin pump was caught in the bearing of a wheel chair. Customer's blood glucose reading at the time of the call was 103 mg/dl. Advised customer the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.